Event description:
It was reported via notification of a litigation that after a conn-syndrome procedure, with harmonic ace. All was fine during surgery; the surgeon checked the situs for blood dryness before finishing the surgery. After surgery, there was a loss in blood pressure. Emergency surgery, there it was found that there was venous and arterial bleeding. The surgeon stated that he does not know what led to the bleeding. The patient is fine now

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: conn's syndrome is a condition associated with the development of high blood pressure and low potassium levels in the blood. In patient with a recent diagnosis of hypertension (high blood pressure), the findings of a low potassium level should lead to a search for this disease since it is a curable cause for high blood pressure. Patients with conn's syndrome have a tumor in their adrenal cortex (the outer part of the adrenal gland) that produces an excessive amount of a hormone aldosterone. Aldosterone is a hormone that is normally involved in regulating the amount of salt in the body. In patients who have overproduction of this hormone, excessive amount of salt is retained in their body and potassium is lost, leading to high blood pressure and low potassium levels.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.